Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during endometrial resection, they used a non-medtronic resection loop with a generator when they observed that the loop was completely burnt and the wire had disintegrated. A piece of the loop fell into the patient's cavity and was retrieved. The generator was set at 100 and 70 settings. There was no patient injury.